Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a network error at the customer site. The detailed investigation revealed that the problem was due to an error in the customer's in-house network. The customer's network is used to transfer the images from the x-ray system to the syngo.x workplace where image postprocessing takes place. The desired 3d image is reconstructed at the workplace from the data acquired in the x-ray system. In the given case the hospital network was not functioning properly so that the required data could not be transferred and 3d reconstruction was not possible. A possible system error of the x-ray system was not present. After intervention by the customer's local it specialists, the network was up and running again and the system could be used as specified. A possible general error of our system which would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. Internal ID # (B)(4).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional procedure, 3d image reconstruction became unavailable. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event. The reported event occurred in (B)(6).